Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined assistance from tandem technical support, and no additional information was received regarding the outcome of the event.